Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation in which it was visually and functionally tested. The defect was confirmed and it was determined to leak at the bushing/stopcock interface. The cause was due to a solvent application. Similar reports have been received for the reported problem. The root cause investigation is in progress through ca-11-(B)(4).

Event description:
A customer reported to baxter product surveillance of a 3-way stopcock extension set in which while medication is being injected by 2 unknown syringes in the site during a nerve block; the connection between the 3-way-stop cock and the tubing springs a leak and sprays bupivicaine. This event occurred on (B)(6) 2011 during patient-use. There was no patient injury or medical intervention necessary. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.